Event description:
The micro oscillating saw was sent for eval due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion within the internal components of the device was identified as the probable cause of the device overheating. Corrosion damage can lead to increased heat production due to increased friction between the two surfaces of the moving parts within the device.